Event description:
The pt received scs system on (B)(6) 2011. It was reported that the charger had difficulty communicating with the ipg and was timing out. The charger was replaced and the new charger was shocking the pt. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.